Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Device interrogation revealed, the right ventricular (rv) lead exhibited loss of capture. Programming changes were completed. The patient was stable and no discomfort was noted.